Event description:
Incubator being readied for infant. Noticed temperature was high and attempted to adjust. Unit was in patient temp probo mode. Could not adjust in manual mode. Heater stayed at full power. Unit go to approx 103 degree. Biomed called. Unit checked and found problem was correct. Brought down to boimed. Tested unit and found no control over heater. Heater to 103 degree and bode-up thermostat worked and shut unit off. Found scr's failed which control heater. Ordered new components.*note: no patient placed in or involved at time of failure. Manfunction only. Reoccurrance probable. If reoccurrance with patinet involved, can cause serious problem according to doctor.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.